Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low tip to coil pacing impedance. In addition, the right atrial (ra) lead was noted with intermittent undersensing. Both the rv and the ra leads remain in use. No patient complications have been reported as a result of this event.